Manufacturer narrative:
(B)(6). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag therapy (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis which did not require hospitalization. The cause of the peritonitis was unknown. On an unreported date, the patient began remedial therapy with vancomycin (1gm, stat, ip), tobramycin (20mg, frequency not reported, ip) and zidime t (1gm, daily, ip). At the time of this report, dianeal pd2 ultrabag therapy was ongoing and the event of peritonitis was resolving. Concomitant medications were not reported. The consumer did not provide an assessment of causality for the event of peritonitis.